Event description:
It was reported that the customer has difficulty charging the pump even while it is plugged in. In addition, the charging is slow. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.